Event description:
Had essure procedure done in 2013. The worst was the heavy periods (blood clots) that lasted for two weeks straight. Periods were so heavy that I could not get up, laugh, cough at times without having an accident. The pressure that I feel in my lower pelvic area is similar to having contractions. This is worse during my menstrual cycle. Before having my period, at least a week before, I have severe headaches. I feel very fatigued. My abdomen is swollen all the time. I look pregnant. I have gained over 20 pounds since having issue. I feel sharp stabbing pains in my pelvic/abdomen area. Recently I have noticed my hand shaking and my eye twitching. I also have swollen feet.